Event description:
It was reported that the patient did not have effective stimulation. As a result, surgical intervention was undertaken to explant the scs system.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.